Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defect was noted. The catheters were irrigated; no occlusion noted. The valve was hydrated. The valve was leak tested; the leak tested passed, only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, siphon guard and pressure. The valve was dried. The siphon guard was removed. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve (ID 828806) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). In (B)(6) 2023, the patient presented with symptoms of hydrocephalus, therefore obstruction was suspected. The valve was removed and replaced on (B)(6) 2023.